Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the proximal clevis, which is made of metal for the instrument, is not broken. Instead, the tube extension is dislodged from the main tube. The keys on the tube extension have broken off, resulting in tube extension rotating 360 degrees. Breakage may be due to overloading. Engineering also observed the distal end of the main tube to have a section 2 inches above the tube extension with material removed all around the tube. The damaged area is gray in color and has a rough surface finish. The damage may be caused by a defective cannula. There are also various deep scratches below the section with material removed. Electrical continuity passed. The following medwatch reports were created fro the defective cannula previously returned from this site: MFR report # 2955842-2006-00300, -00301, -00302, -00303, -00304, and -00305.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the proximal clevis of the monopolar curved scissors instrument broke. No additional information was provided. No pt harm, adverse outcome or injury was reported.